Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf catheter in a 2024 procedure and in a 2026 procedure, a left superior pulmonary vein stenosis was confirmed. Patient was in medtronic affera case on (B)(6) 2026 where they noticed that the left superior vena had a stenosis (contrast agent was used to detect the stenosis). Procedure was cancelled (no ablation). Patient was reported to be asymptomatic. No extended hospitalization was required. Patient will have further studies (patient will have lung perfusion scan later and possible procedures will be decided later). For the time being they were not sure when the stenosis occurred. The patient had a carto procedure in 2023 with pvi+cti lines. Re-do carto case in 2024 where left pulmonary veins were re-ablated. Patient had marshall plan procedure in 2025 with alcohol ablation in marshall vein and mitral line done with carto and thermocool smarttouch sf catheter. Additional information was received on 02-mar-2026. The ablations done in 2023 and 2024 used a thermocool smarttouch sf catheter. Stenosis was confirmed on the 2026 procedure. But to be noted in 2025 marshall procedure, they were not able to map left superior pulmonary vein (lspv) with pentaray (note: they were able to map it in 2023 and 2024) they mapped it with thermocool smarttouch sf catheter. The pre-existing left superior pulmonary vein stenosis adverse event was originally considered non-reportable, however, bwi became aware on 02-mar-2026 that it was a bwi ablation catheter used in the 2024 procedure and have reassessed the event as reportable. Therefore, 02-mar-2026 is the awareness date for this adverse event.

Manufacturer narrative:
D4. Catalog: unk_smart touch unidirectional sf. E1. Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 20-mar-2026, noted a correction to the 3500a initial under h11. Additional manufacturer narrative as it should have included the following: "d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).